Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. The patient received injections of lidocaine and epinephrine on (B)(6) 2012, to facilitate an excision of overgrown tissue. The implanted device remains.